Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information reported patient's ipg was explanted due to ipg reaching end of life. It was unknown if this occurred prematurely. Patient extension was explanted due to high impedances and fracture.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's ipg and extension were explanted at an unknown time due to an unknown reason.